Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 30, 2016. (B)(4).

Manufacturer narrative:
This report is submitted on august 9, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a breakdown of the skinflap, resulting in infected flap tissue and extrusion of the receiver stimulator. Additionally, the electrode array migrated into the mastoid cavity. Subsequently, the device was explanted on (B)(6) 2016. It is unknown whether the patient was reimplanted with another device, as of the date of this report.